Event description:
Cynosure received medwatch report # mw5146036 on (B)(6) 2023 with patient reported experiencing bleeding, burning on the cervix, and a scar on the liver following a monalisa touch treatment using smartxide2. Patient only complained of symptoms after fourth monalisa touch treatment. Treatment dates were: (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. Cynosure clinical team reached out to site who communicated that patient never reported the symptoms to them even after multiple follow up appointments from last treatment. Site also mentioned that patient is on depro provera contraceptive injection prior to treatments. A service evaluation has been scheduled and a follow up report will be submitted when additional relevant data becomes available. There is not enough information at this time to determine if the device contributed to the event. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient sustained a serious injury.